Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. A review of the complaint history identified no similar complaints from the lot. All information was investigated, and the reported difficulty in removing the clip from the anatomy (clip becoming caught in anatomy), resulting in tissue injury/damage appears to be related to the patient¿s very shallow papillary muscle and the dense chordae surrounding it (patient anatomy). Tissue damage/injury is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025, a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 5. It was noted that imaging was difficult. Two clips were implanted. To further reduced tr, an additional clip was inserted into the valve. However, the clip became caught in the chordae. Troubleshooting was performed and the clip was successfully removed from the chordae. However, it was observed that a chordal rupture occurred. The physician decided to implant the clip, reducing tr to a grade of 4-5. There was no clinically significant delay in the procedure.